Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer is satisfied with the insulin pump she has and did not want to trouble shoot. No further information was provided.